Event description:
It was reported that the patient presented to clinic for a normal follow-up. Oversensing was noted on stored egms leading to inappropriate auto mode switch. No programming changes were made. No patient symptoms were reported.